Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the field representative was contacted for a lead replacement procedure and contacted boston scientific technical services (ts) to determine if there were any alerts within the remote home monitoring system. Upon review of the data it was found that the right ventricular (rv) lead exhibited low out of range pacing impedance measurements and low amplitude measurements. A revision procedure was performed where the rv lead was tested on a pacing system analyzer (psa) and yielded the same low impedance measurements. A lead fracture was suspected based upon fluoroscopy imaging. Subsequently the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.